Event description:
According to the customer, he was going over carpet, fell, and fractured his ankle. He was in pain and went to the hospital.

Manufacturer narrative:
According to the customer, he was going over carpet, fell, and fractured his ankle. He was in pain and went to the hospital. There was no further information. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.